Event description:
Heart problems [cardiac disorder nos]. Case description: a physician reported that a pt using an induo closer (insulin delivery device) was admitted to the hospital in an intensive care unit due to heart problems. The patient had injected their usual amount of insulin units. The patient believed that they had received their insulin as the display of the induo showed the 6 seconds count down, but they had apparently not received any insulin. The patient did not receive insulin for three days, and their blood glucose readings were between 25 and 30 mmol/l. In the intensive care unit they were put on an insulin pump. The induo closer was discontinued and the patient was switched to using a novolinpen. Outcome of the event is not reported. Further information has been reported, as well as return of the device for technical examination.